Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the iris diaphragm as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. In addition, our technician confirmed that the touch panel broken, the peripheral control pcb malfunction, and the scope connector mechanical unit worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.